Event description:
It was reported that during pt use channel one of the pump did not alarm when air passed through the infusion pump. No pt injury occurred. No additional specific clinical details were able to be rec'd. The biomedical engineering dept. At the hospita reported being able to replicate the occurrence with benchtop testing.